Event description:
It was reported that the patient with this pacemaker was admitted to the hospital due to congestive heart failure and severe neck pain. While in the hospital, a pacemaker check was performed. During pace threshold testing, the patient went rigid, their limbs spasmed, and the patient was unable to speak for several minutes. It was thought that the test appeared to stop the patient's heartbeat. The test was cancelled and the patient recovered. The patient was discharged from the hospital several days later and was placed on hospice care. No additional adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker was admitted to the hospital due to congestive heart failure and severe neck pain. While in the hospital, a pacemaker check was performed. During pace threshold testing, the patient went rigid, their limbs spasmed, and the patient was unable to speak for several minutes. It was thought that the test appeared to stop the patient's heartbeat. The test was cancelled and the patient recovered. The patient was discharged from the hospital several days later and was placed on hospice care. No additional adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which indicated that the previously reported pace threshold test that was performed had been stopped, and then the patient became syncopal. There was no indication of the patient's limbs spasming or additional symptoms other than syncope. The healthcare staff was alerted to the syncope. Pace threshold testing was performed again the following day with no further issues reported. No additional adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.